Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection procedure, while the device was being applied to resect the colon, there was poor staple formation. A new device was used to complete the case. There was no patient injury.